Event description:
It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closures of unspecified arteries after unspecified procedures. Reportedly, after clip deployment, closure of the suture site was not complete. Hemostasis was achieved using manual compression. The actual number of cases that this event occurred is unk. There was no reported adverse pt sequela. No add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.